Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 23,2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a malignant esophageal stenosis during an esophageal stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was fully deployed but in an incorrect location. The physician pulled the blue retention suture to reposition the stent; however, the stent suture was fractured. Reportedly, a non-bsc stent was implanted through the ultraflex esophageal stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.